Event description:
It was reported that during an unknown procedure, the anvil could not be set into the trocar smoothly. Also, it had a difficulty in removing the anvil from the device. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.